Event description:
Reprocessed harmonic scalpel malfunctioned during surgical procedure. Tip of instrument appears to be worn out at white area with metal showing through. Device removed from surgical field and replaced.what was the original intended procedure?laparoscopic gastric bypass.device #1is this a laboratory device or laboratory test?no.